Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated that they were in the hospital when they called an mdt representative. The patient said that they had some problems with the pump. The patient was in the hospital with numerous heart surgeons and they thought the patient had heart problem but the concern was they had missed the pump and the medicine went to their fatty tissue. During the call, the patient stated that they were shaking. The patient made a comment that they had tosuffer until they got an appointment. The patient had the pump for 7 years and they knew there was a problem. The patient made a comment that the hcp stabbed them like 4 times and it was obvious that he missed the pump. Patient wishes to speak to someone with regards to concerns about overdose. The agent reviewed information and redirected to their hcp.